Manufacturer narrative:
This complaint was received via an anonymous clinical study. Sample analysis could not be performed since samples were not provided for evaluation. This complaint will be used for trending.

Event description:
Per a post market clinical survey, the customer observed an occlusion with the use of a ng tube. The customer stated there was a probable device relationship. This information was received via an anonymous post market clinical study; therefore, the customer information is unknown and no further information will be provided.